Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1518712) were tested with control solution instead. All results were within the range specification and no errors were observed. The retained test strips were visually inspected and no holes or gray colored test strips were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test her blood glucose because her adc test strips were defective (had holes in them and were grayish). As a result of not being able to test, the customer reported that on (B)(6) 2015 at 7:00pm she was "feeling dizzy, weak, light-headed and that everything she sees is spotty." She subsequently experienced a loss of consciousness, and was rushed to the hospital by her brother. The customer regained consciousness upon arrival at the hospital, and reported her blood pressure, heart, and blood glucose level were checked. She did not remember the blood glucose reading but stated it was "high". She denied receiving any medication "after the tests were done." The customer was hospitalized for two days, and her blood glucose level was monitored, although she denied receiving any medication. Prior to discharge her blood glucose was tested again, but she did not remember the reading. There is no report of death or permanent injury associated with this event